Event description:
The customer contact reported that the silicon sleeve of the clave secondary port remained in the depressed position. It was reported that the tubing set was to be used to deliver an unspecified medication. The customer contact reported that during priming, prior to pt use, the silicon sleeve of the clave secondary port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt events and no reported delay of therapy critical to the pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported silicone sleeve stuck down were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.